Event description:
It was reported that the t94ha wheelchair is breaking at the weld. Came from nursing home looks like it had some rust on the metal. Broken calf pad articulating rod it locked into place and would not release.